Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: h6 and h10. The g2 field was corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the image sensor unit cable was damaged during user handling. The event can be detected by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for evaluation and the reported issue was confirmed. The image disappeared when the device was angulated. Additionally, the evaluation revealed damage to the coupled device (ccd) lines about 8mm and 20mm away from the distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope displayed a black screen. The issue was observed during reprocessing. The patient was not under sedation and no delay was reported. There were no reports of patient harm or impact associated with this event.